Manufacturer narrative:
The device was not returned to aci for eval, and the lot number was not provided for lot history review. Based on the info provided and the investigation performed, the root cause of the retroperitoneal bleed could not be determined. There is no evidence to suggest that the device did not meet specifications or perform as intended per IFU.

Event description:
A female with history of hypertension, diabetes and obesity presented to the ER with unstable angina and EKG changes suggestive of acute myocardial infarction in 2008. Peri-procedural heparin and plavix were administered. A 6f sheath was inserted into the cfa and the pt underwent a successful coronary intervention. There was no evidence of pre-existing hematoma or oozing at the access site, and post procedure bp was 107/65. The physician proceeded to use the mynx closure device, in which hemostasis was successfully achieved without any immediate complications, no bleeding, hematoma or ecchymosis noted. Later that day, the pt became hypotensive and hg dropped from 10.0 to 8.7. She was subsequently transfused 2 units of packed red blood cells. The pt had a CT scan which documented a large right retroperitoneal hematoma extending from the right common femoral vein near the region of the femoral head. The pt was reportedly doing well and scheduled to be discharged without further incident. No further info has been provided.